Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review (1106645 rev. G) (page 10) do not climb, go up or down ramps or traverse slopes greater than 9°. (Page 16) warning - always wear your seat positioning strap. (Page 16) to assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity. Do not lean forward out of the wheelchair any further than the length of the armrests. (Page 18) warning - anti-tippers must be used at all times. When outdoors on wet, soft ground or gravel surfaces, anti-tippers may not provide the same level of protection against tipover. Extra caution must be observed when traversing such surfaces. (Page 22) note: every six months or as necessary take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair.

Event description:
Enduser advised right front wheel came off the rim when on sidewalk outside when hit a bump yesterday. Enduser advised grandson put wheel back on. Enduser advised one inch anti tip wheels on the back of the chair are not hitting the ground when going up an incline. Enduser advised a while back was on sidewalk outside and hit a bump and fell out of chair on left side and hit eye. Enduser advised left eye was bleeding and went to the hospital and they did four stitches and advised no head injury. Enduser advised does not wear seat positioning strap due to does not go all the way around him. Enduser advised this issue occurred about a year or so ago. Enduser advised currently still using the chair for doctor appointments or going to the store. Enduser advised chair works fine inside just have an issue with chair outside. Enduser advised can not see serial number on chair due to bad eyesight. Enduser advised eyesight is bad so can not see cracks and bumps outside. Enduser could not provide any further information.